Event description:
A foreign body was removed from the groin incision after deployment of the aaa stent. The item in question is described as a long, thin, translucent ribbon approximately 12 inches long pulled from within the pt's femoral artery. After discussion with the surgeon and rep, it was determined that the object may have been used during stent assembly and wasn't removed by the MFR prior to packaging. The rep took the item with him.